Event description:
The clinician reported that three and a half months after the dental implant was placed, in ada site # 13 of the patient's mouth, failure of implant was observed. The device was forwarded to the manufacturer for investigation. No further complications were observed.